Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. Root cause cannot be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that x-ray images revealed that the rod had a locking pin failure. A date for the revision procedure is unknown. There was no patient injury reported.